Event description:
It was reported that the patient presented in clinic for a follow up. Device interrogation revealed noise oversensing leading to pacing inhibition and lead fracture was also noted on the right ventricular (rv) lead. The physician elected to explant and replace the rv lead. The patient was in stable condition.